Event description:
It was reported while using unspecified bd bactec¿ plus aerobic culture vials (plastic), the bottle was contaminated which led to a false result. The patient was treated with antibiotic as it was not clear if the result was erroneous. No adverse effect was reported from the treatment change.

Manufacturer narrative:
D1. Medical device brand name: unknown d4. Medical device catalog #: unknown d4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using unspecified bd bactec¿ plus aerobic culture vials (plastic), the bottle was contaminated which led to a false result. The patient was treated with antibiotic as it was not clear if the result was erroneous. No adverse effect was reported from the treatment change.

Manufacturer narrative:
The following fields were updated: b1. Adverse type: product problem h1. Type of reportable events: malfunction. This MDR was submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.